Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) leads replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Block d2b: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7081483, UDI: (B)(4).